Event description:
This communication is to inform you that edwards received a customer experience regarding a bioprosthetic surgical heart valve. The reported experience is provided below. Through investigation, it was identified that this device was not manufactured or imported by edwards. The source documentation (below) provided indicates the device in question is a 29mm st. Jude epic bioprosthetic valve. "Indications: this is a 48-year-old african american male who has had two previous cardiac operations. The first was a mitral valve repair for healed endocarditis in 2009; the second was a mitral valve replacement using a bioprosthetic 29mm porcine valve (st. Jude epic) for prosthetic valve endocarditis in 2010. The patient is again using elicit substances and now presents with recurrent prosthetics valve mitral endocarditis with severe perivalvular regurgitation. The patient is not a candidate for percutaneous closure." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).